Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one essure coil bent during the implant". The patient's medical history included preterm premature rupture of membranes on (B)(6) 2014, caesarean section from (B)(6) 2014 to (B)(6) 2014, depression in (B)(6) 2014, anxiety in (B)(6) 2014, genital herpes simplex on (B)(6) 2013, appendectomy, uterine dilation and curettage, epilepsy (since age: 6 years), seizure, hsv infection, renal colic and urinary tract infection. Previously administered products included for an unreported indication: ibuprofen from (B)(6) 2014 to (B)(6) 2016, folic acid from (B)(6) 2014 to (B)(6) 2015, hydroxyprogesterone caproate from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to (B)(6) 2015, prenatal vitamins from (B)(6) 2014 to (B)(6) 2015, acyclovir from (B)(6) 2014 to (B)(6) 2015, acetaminophen;codeine from (B)(6) 2014 to (B)(6) 2015 and buspirone from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included alcohol use. Concomitant products included buspirone from (B)(6) 2014 to (B)(6) 2018 and lorazepam from (B)(6) 2014 to (B)(6) 2018 for anxiety and depression, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 for birth control, lamotrigine (lamictal) since 2007 for seizure as well as clindamycin from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2016 and naproxen from (B)(6) 2016 to (B)(6) 2018. On(B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pa in ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain: low back area"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("mental anguish/anxiety"), depression ("depression"), procedural pain ("the patient did report more cramping on that side post procedure however it was resolving") and hypersensitivity ("allergic reaction"). The patient was treated with surgery ((B)(6) 2018-surgical removal of coil(s), laparoscopic essure removal bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, headache, anxiety, depression and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, migraine, dysmenorrhoea, dyspareunia, fatigue, procedural pain and hypersensitivity had resolved and the back pain was resolving. The reporter considered anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: -current weight 150 lbs. -insertion detail: complications first device on right side was bent. Device exchanged for straight device. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2 coils. -surgical pathology report: left fallopian tube, salpingectomy; fallopian tube with paratubal cysts. Right fallopian tube, salpingectomy: fallopian tube with a paratubal cyst. Patient received treatment for pain, bleeding, fatigue, bladder/urinary tract problems, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: the doctor told me that both fallopian tubes were blocked successfully; on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2018: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder infection, back pain, headaches, anxiety, migraine, fatigue, weight gain, depression, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event allergic reaction added. Event outcome of pelvic pain, menorrhagia, vaginal hemorrhage, cystitis were updated as recovered/resolved. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one essure coil bent during the implant". The patient's medical history included preterm premature rupture of membranes on (B)(6) 2014, caesarean section from 4-mar-2014 to 7-mar-2014, depression in (B)(6) 2014, anxiety in (B)(6) 2014, genital herpes simplex on (B)(6) 2013, appendectomy, uterine dilation and curettage, epilepsy (since age: 6 years), seizure, hsv infection, renal colic and urinary tract infection. Previously administered products included for an unreported indication: ibuprofen from march 2014 to january 2016, folic acid from january 2014 to february 2015, hydroxyprogesterone caproate from october 2014 to february 2015, ondansetron from january 2014 to february 2015, prenatal vitamins from january 2014 to february 2015, acyclovir from february 2014 to february 2015, acetaminophen;codeine from march 2014 to february 2015 and buspirone from january 2014 to march 2014. Concurrent conditions included alcohol use. Concomitant products included buspirone from january 2014 to february 2018 and lorazepam from january 2014 to february 2018 for anxiety and depression, medroxyprogesterone acetate (depo-provera) from april 2015 to september 2016 for birth control, lamotrigine (lamictal) since 2007 for seizure as well as clindamycin from february 2014 to october 2016, cyclobenzaprine from february 2016 to october 2016 and naproxen from october 2016 to october 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain: low back area"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("mental anguish/anxiety"), depression ("depression") and procedural pain ("the patient did report more cramping on that side post procedure however it was resolving"). The patient was treated with surgery ((B)(6) 2018-surgical removal of coil(s), laparoscopic essure removal bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, headache, anxiety, depression and weight increased outcome was unknown, the pelvic pain, cystitis, fatigue, back pain and procedural pain was resolving and the migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: -current weight 150 lbs. -insertion detail: complications first device on right side was bent. Device exchanged for straight device. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2 coils. -surgical pathology report: left fallopian tube, salpingectomy; fallopian tube with paratubal cysts. Right fallopian tube, salpingectomy: fallopian tube with a paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2018: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder infection, back pain, headaches, anxiety, migraine, fatigue, weight gain, depression, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a 29-year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one essure coil bent during the implant". The patient's medical history included preterm premature rupture of membranes on (B)(6) 2014, caesarean section from (B)(6) 2014 to (B)(6) 2014, depression in (B)(6) 2014, anxiety in (B)(6) 2014, genital herpes simplex on (B)(6) 2013, appendectomy, uterine dilation and curettage, epilepsy (since age: 6 years), seizure, hsv infection, renal colic and urinary tract infection. Previously administered products included for an unreported indication: ibuprofen from march 2014 to january 2016, folic acid from january 2014 to february 2015, hydroxyprogesterone caproate from october 2014 to february 2015, ondansetron from january 2014 to february 2015, prenatal vitamins from january 2014 to february 2015, acyclovir from february 2014 to february 2015, acetaminophen;codeine from march 2014 to february 2015 and buspirone from january 2014 to march 2014. Concurrent conditions included alcohol use. Concomitant products included buspirone from january 2014 to february 2018 and lorazepam from january 2014 to february 2018 for anxiety and depression, medroxyprogesterone acetate (depo-provera) from april 2015 to september 2016 for birth control, lamotrigine (lamictal) since 2007 for seizure as well as clindamycin from february 2014 to october 2016, cyclobenzaprine from february 2016 to october 2016 and naproxen from october 2016 to october 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain: low back area"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("mental anguish/anxiety"), depression ("depression") and procedural pain ("the patient did report more cramping on that side post procedure however it was resolving"). The patient was treated with surgery ((B)(6) 2018-surgical removal of coil(s), laparoscopic essure removal bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, headache, anxiety, depression and weight increased outcome was unknown, the pelvic pain, cystitis, fatigue and back pain was resolving and the migraine, dysmenorrhoea, dyspareunia and procedural pain had resolved. The reporter considered anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: -current weight 150 lbs. -insertion detail: complications first device on right side was bent. Device exchanged for straight device. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2 coils. -surgical pathology report: left fallopian tube, salpingectomy; fallopian tube with paratubal cysts. Right fallopian tube, salpingectomy: fallopian tube with a paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: the doctor told me that both fallopian tubes were blocked successfully. Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2018: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder infection, back pain, headaches, anxiety, migraine, fatigue, weight gain, depression, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received:procedural pain-cramping outcome updated as recovering to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a (B)(6) year-old female patient who had essure (batch no. C40063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one essure coil bent during the implant". The patient's medical history included preterm premature rupture of membranes on (B)(6) 2014, caesarean section from (B)(6) 2014, depression in (B)(6) 2014, anxiety in (B)(6) 2014, genital herpes simplex on (B)(6) 2013, appendectomy, uterine dilation and curettage, epilepsy (since age: (B)(6) years), seizure, hsv infection, renal colic and urinary tract infection. Previously administered products included for an unreported indication: ibuprofen from (B)(6) 2014 to (B)(6) 2016, folic acid from (B)(6) 2014 to (B)(6) 2015, hydroxyprogesterone caproate from (B)(6) 2014 to (B)(6) 2015, ondansetron from (B)(6) 2014 to february 2015, prenatal vitamins from (B)(6) 2014 to (B)(6) 2015, acyclovir from (B)(6) 2014 to (B)(6) 2015, acetaminophen; codeine from march 2014 to (B)(6) 2015 and buspirone from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included alcohol use. Concomitant products included buspirone from (B)(6) 2014 to (B)(6) 2018 and lorazepam from (B)(6) 2014 to (B)(6) 2018 for anxiety and depression, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 for birth control, lamotrigine (lamictal) since 2007 for seizure as well as clindamycin from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2016 and naproxen from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("pain: low back area"). In (B)(6) 2015, the patient experienced cystitis ("bladder infection"). In (B)(6) 2017, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced anxiety ("mental anguish/anxiety"), depression ("depression") and procedural pain ("the patient did report more cramping on that side post procedure however it was resolving"). The patient was treated with surgery ((B)(6) 2018-surgical removal of coil(s), laparoscopic essure removal bilateral salpingectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, headache, anxiety, depression and weight increased outcome was unknown, the pelvic pain, cystitis, fatigue, back pain and procedural pain was resolving and the migraine, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, back pain, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: -current weight (B)(6) lbs. Insertion detail: complications first device on right side was bent. Device exchanged for straight device. Essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 2 coils. Surgical pathology report: left fallopian tube, salpingectomy; fallopian tube with paratubal cysts. Right fallopian tube, salpingectomy: fallopian tube with a paratubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative; on (B)(6) 2018: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: bladder infection, back pain, headaches, anxiety, migraine, fatigue, weight gain, depression, menorrhagia, dysmenorrhea." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: this case is incident. This is medically confirmed case. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical medication/ condition were added. Lab data was added. Essure insertion date and removal date was updated. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), bladder infection, migraines, headaches, migration of essure device location of device: uterus, mental anguish, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain and pain: low back area were added. She was recovering from the following events: migraines, cramping and dyspareunia. She had recovered from the following events: fatigue, pain: pelvic and bladder infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.